Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: a temporal relationship exists between ccpd therapy utilizing the liberty cycler set and the serious adverse events of peritonitis, characterized by abdominal pain and cloudy peritoneal effluent fluid, which required hospitalization, antibiotic therapy, and the temporary transition to hd for rrt. The pdrn attributed causality to a touch contamination event, as the patient was not performing the prescribed hand hygiene prior to initiation and termination of treatment. Per the pdrn, the events were not caused by any fresenius product(s) and/or device(s) deficiency or malfunction. Those individuals undergoing pd therapy (manual or cycler based) are at high risk for infections of the peritoneum. Staphylococcus epidermidis is part of the normal human biota and is commonly found on the skin, anterior nares, and axillae. Based on the information available, the liberty cycler set can be disassociated from the serious adverse events. There is no allegation or objective evidence indicating a fresenius product(s) and/or device(s) caused and/or contributed to the serious adverse events. Furthermore, there was no report a fresenius product(s) and/or device(s) failed to meet the users¿ expectations and/or the manufacturers¿ specifications.

Event description:
On 26/sep/2024, fresenius became aware this patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] utilizing a liberty cycler set for renal replacement therapy (rrt) was hospitalized on (B)(6) 2024 (initially reported as (B)(6) 2024) due to a dialysis related issue and was transitioned to hemodialysis (hd). Follow-up with the patient¿s pd registered nurse (pdrn) the patient presented to the emergency room on (B)(6) 2024 with complaints of abdominal pain, drain complications and cloudy peritoneal effluent fluid. A peritoneal effluent fluid culture and cell count (results unavailable) were collected, and the patient was diagnosed with peritonitis. The patient was treated with intraperitoneal (ip) vancomycin and ceftazidime (dosage, frequency, duration not provided). However, on (B)(6) 2024 after an examination of the patient¿s pd catheter (not a fresenius product), the nephrologist ordered the removal of the patient¿s pd catheter (rationale not provided), while simultaneously receiving a tunneled hd catheter (not a fresenius product). The patient was transitioned to hemodialysis for the next 30-60 days to allow time for the patient¿s abdomen to heal, and the patient¿s antibiotics were changed to intravenous (IV) administration. The patient¿s peritoneal effluent culture result returned positive for staphylococcus epidermidis, and the patient¿s ceftazidime was discontinued. The patient tolerated the transition to hd without issue and was discharged on (B)(6) 2024 in stable condition. The patient began outpatient hd on (B)(6) 2024 and will return to pd therapy once the infection has fully cleared. The pdrn attributed causality to a touch contamination event due to the patient failing to wash his hands prior to initiation and termination of treatment. Per the pdrn, the events were unrelated to any malfunction or deficiency of a fresenius product(s) and/or device(s).

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. There is no allegation of cassette malfunction based in the complaint description and information provided the reported peritonitis was attributed to a breach in aseptic technique. There is no allegation of cassette malfunction. As there is no allegation related to product manufacture, the complaint is deemed as unconfirmed.

Event description:
On 26/sep/2024, fresenius became aware this patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] utilizing a liberty cycler set for renal replacement therapy (rrt) was hospitalized on (B)(6)2024 (initially reported as (B)(6)2024) due to a dialysis related issue and was transitioned to hemodialysis (hd). Follow-up with the patient¿s pd registered nurse (pdrn) the patient presented to the emergency room on (B)(6)2024 with complaints of abdominal pain, drain complications and cloudy peritoneal effluent fluid. A peritoneal effluent fluid culture and cell count (results unavailable) were collected, and the patient was diagnosed with peritonitis. The patient was treated with intraperitoneal (ip) vancomycin and ceftazidime (dosage, frequency, duration not provided). However, on (B)(6)2024 after an examination of the patient¿s pd catheter (not a fresenius product), the nephrologist ordered the removal of the patient¿s pd catheter (rationale not provided), while simultaneously receiving a tunneled hd catheter (not a fresenius product). The patient was transitioned to hemodialysis for the next 30-60 days to allow time for the patient¿s abdomen to heal, and the patient¿s antibiotics were changed to intravenous (IV) administration. The patient¿s peritoneal effluent culture result returned positive for staphylococcus epidermidis, and the patient¿s ceftazidime was discontinued. The patient tolerated the transition to hd without issue and was discharged on (B)(6)2024 in stable condition. The patient began outpatient hd on (B)(6)2024 and will return to pd therapy once the infection has fully cleared. The pdrn attributed causality to a touch contamination event due to the patient failing to wash his hands prior to initiation and termination of treatment. Per the pdrn, the events were unrelated to any malfunction or deficiency of a fresenius product(s) and/or device(s).